Manufacturer narrative:
Evaluation summary: the delivery system was returned for evaluation. The balloon was deflated. Crystallised contrast was visible in the balloon and inflation lumen. There was no stretching evident to the proximal balloon bond. There was no other damage evident to the remainder of the delivery system. Two images were provided : one image is of a resolute onyx 2.75mm*30mm shelf carton. The lot number on the shelf carton corresponds with the lot number reported photo 2; image is of the distal portion of a delivery system. The balloon appears to be partially inflated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute onyx rx coronary drug eluting stent to treat a lesion. The device was inspected with no issues. Negative prep was not performed. The lesion was pre dilated. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. It was reported that after the stent was deployment there was difficulties encountered removing the balloon. It was reported that the patient was alive with no injury.